Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient¿s family member) reported the entire summer the patient wasn¿t acting like himself, and the week before it happened he was completely miserable. The patient was going through withdrawal and was sweating prior to the surgery. The consumer said that she thought the surgery was on 2017 (B)(6), and they cleaned out the catheter where the connector met the catheter. The consumer said there was scar tissue. There was a partial system explant, and they also replaced the pump. The consumer said that the patient had good days where he wasn¿t spastic and days where he wasn¿t good. The consumer said 3-4 days before he was very irritable. The day before he ended up in the ER in complete withdrawal, the nurse tried to access the side port and could only draw .5 ml and was getting a lot of pull back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on 2017-oct-30. It was reported that the physician believed that the tissue was suspected to be interfering/lodged into the sc connector. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal 2000mcg/ml at 921mcg/day prior to surgery and 300mcg/day post operatively. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient went into baclofen withdrawal beginning (B)(6) 2017. There were no environmental, external or patient factors that may have led or contributed to the issue that the patient¿s family was aware of. The diagnostics and troubleshooting performed was that the healthcare provider was unable to pull csf (cerebral spinal fluid) back with the cap (catheter access port) during the hospital stay. A catheter revision was then scheduled for (B)(6) 2017. The catheter revision was completed on (B)(6) 2017. The physician noted a large amount of scar tissue lodged around catheter pump connection. Once freed, the catheter was flowing with csf (cerebral spinal fluid). The physician decided to replace pump. The issue was noted to be resolved and the patient status at the time of the report was noted as alive, no injury. No further patient complications were reported.